Event description:
On (B)(6), an amazon customer commented that the product was not accurate. The customer said that he/she had checked twice using this kit and both gave negative results, and since the customer was using this product for the first time, he/she checked with 2 other brands that he/she often use, the 2 other brands gave positive surprisingly. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.